Event description:
The homecare provider (hcp) and/or insurance carrier reported the following info. (1) the c41 was filled by the hcp on 2/29/00. (2) a pt's relative noted that the unit made a whistling sound that night. (3) on 3/1/2000, the relative called the hcp to report that the c41 was leaking all over the carpet. (4) when the hcp tech arrived, the relative stated the unit would not stop leaking a stream of "water" from the fill port on the c41. The relative reportedly reached over the fill port leak to try to 'turn the unit off.' (6) the tech explained to the relative that "lox", not water, was leaking from the unit. (7) the relative had a towel on arm covering blisters that were developing on right forearm. Two to four 1/4" blisters were forming. (8) two nurses were present during the incident. (9) the official diagnosis of the relative is not known.